Event description:
This report captures the cervical spine expansion head screw that was cracking during insertion while related complaint (B)(4) captures the post-op event if revision surgery due to the inner ring of the space detached from the space, the head of screw was broken off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: received picture was attached and the complaint description can be confirmed that one screw head completely broken off and the inner ring of the plate is detached from the space. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part number: 450.139, lot number: 3l45602, manufacturing site: mezzovico, release to warehouse date: 18. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an anterior cervical corpectomy and fusion (accf) operation. Three (3) days after the operation the screw was protruding from the plate/space's surface and scratched the esophagus. A revision operation was performed and the inner ring of the space had detached from the space and the head of screw was broken off. In the original surgery it was noticed that the screw was cracking however, it was not removed at the time. The patient's esophageal was ruptured but is stable. Concomitant devices: cslp va plate (part# 450.152, lot# 2l27766, quantity 1), unknown screwdriver (prt# unknown, lot# unknown, quantity 1). This report is for one (1) 4.0mm ti cortex expansionhead screw self-drilling 16mm. This is report 1 of 1 for (B)(4).